Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;vial strips returned emptied; unable to evaluate them. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer's sister complains of "lo" results. Customer states that sister feels physically fine, denies the need for medical attention. The customer's expected blood results are 72mg/dl fasting. Verified test strips had expired 05/31/205. Reviewed meter memory: (B)(6). Memory concerns: lo. Customers sister called inquiring what lo meant when obtaning results for blood glucose test.